Event description:
Pt one of six. Infectious disease nurse calling due to concern over 6 pts in some region who had cataract surgery with iol plcaement in one of three facilities, who all developed post-op eye infections requiring surgical debridement. ID consultant suspects the possibility of device contamination or some other commonality between pts. ID nurse also suspects pts were treated with antibiotics prior to cultures being obtained.